Event description:
It was reported that during a laparoscopic oophrectomy, the device would not open. This resulted in the procedure being coverted to an open one with the cutter having to be cut manually from the pt. The pt outcome was unaffected and the pt has recovered fully.